Manufacturer narrative:
E1- initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on hypotube shaft profile and shaft polymer has no issues were noted with the hypotube shaft and no kinks or bents noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon identified a pinhole in the balloon material located at 1mm proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Shaft polymer extrusion profile showed no issues during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instructions for use; however, a leak was noted coming from the pinhole 1mm proximal to proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for used. During the procedure, upon first inflation, it was noted that the balloon ruptured after it was pressed within 5 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1- (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for used. During the procedure, upon first inflation, it was noted that the balloon ruptured after it was pressed within 5 seconds. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.